Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. A sample was returned for evaluation and the coil cap was found separated from its housing. If additional relevant information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a small volume flofusor had a detached cap. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation: the cause of the reported condition was determined to be due to a coiled cap which was not properly aligned with the cover during the manufacturing process. A quality alert training was given to the appropriate personnel to address this issue. Should additional relevant information become available, a supplemental report will be submitted.